Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed a bump near their ins implant site. No further complications were reported or anticipated. Additional information was received from the patient as there was floppy bump near the incision. They saw their surgeon and it was a wire sticking out under the skin. The stimulator was still working and no further action was required unless it started causing problem.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va1fwvq serial# implanted: (B)(6) 2017 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the lead was placed on (B)(4) 2017 for the stage 1 implant trial, and the neurostimulator was implanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the wires sticking out was not determined. When asked if it was resolved, the patient noted ¿just leave it and notify doctor with further complications.¿ no further patient complications are anticipated or expected as a result of this event.